Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned because tubing was discarded. Unable to determine the cause of the report that the male luer broke off in the IV port.

Event description:
The customer reported the male luer broke off in the IV port while disconnecting the set from the port. There was no pt harm and no medical intervention occurred. No further pt/event info was reported.